Event description:
One day post transfemoral tavr procedure, the patient suffered an embolic stroke and expired. The patient underwent transfemoral implant of a 23mm sapien xt valve. After the wire crossed the aortic valve and was positioned into the ventricle, the patient went into asystole and temporary pacing was initiated. The patient was hypotensive during valve positioning and the valve needed to be pulled back into the aorta to allow for bp recovery. When systolic pressure was 120mmhg, the valve was deployed in a 50:50 aortic/ventricular position with no paravalvular leak (pvl) or central aortic insufficiency (cai). The patient¿s vascular access was noted to be normal following sheath removal. Post tavr procedure, the patient¿s central venous pressure (cvp) was up to 24mmhg from 15mmhg, stroke volume was low despite an ejection fraction (ef) of 60%, and mitral regurgitation was moderate. The asystole resolved by the end of the procedure; however, a permanent pacemaker (ppm) was implanted immediately following the procedure. One day post tavr procedure, the patient suffered an embolic stroke and expired.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the embolic stroke is unknown. However, the patient¿s female gender and advanced age are possible contributing factors to the event, in addition to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.